Event description:
The customer reported that the autopulse platform (sn (B)(4)) does not power on with four fully charged autopulse li-ion batteries (sn (B)(4)). The issue was observed intermittently. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided. Please see the following related MFR reports: MFR 3010617000-2022-00578 for autopulse platform sn (B)(4). MFR 3010617000-2022-00588 for autopulse li-ion battery sn (B)(4). MFR 3010617000-2022-00589 for autopulse li-ion battery sn (B)(4). MFR 3010617000-2022-00590 for autopulse li-ion battery sn (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform did not power on intermittently using the autopulse li-ion battery (sn (B)(6))" was not confirmed during the functional testing and archive review. Upon visual inspection, no physical damage was observed. The battery archive was downloaded and reviewed. A review of the battery archive did not show any errors or anomalies related to the reported complaint of not powering up the autopulse platform, however, on (b)(3) 2022, the battery recorded 3 in-out device events. No further events were recorded. The battery was last charged successfully on (b)(3) 2022, and was last used/inserted in the autopulse platform on (b)(3) 2022. During functional testing, the autopulse li-ion battery passed charging in a known good autopulse multi-chemistry battery charger (mcc), and the status leds of the battery showed four green lights after successful charging. The platform was tested with the battery (sn (B)(6)) and the battery performed as intended.